Manufacturer narrative:
Additional information: h4 manufacture date added.

Event description:
The customer reported having used the bronchovideoscope on 10 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR report # 9610595-2025-39843 (9/10).

Event description:
The customer reported having used the bronchovideoscope on 10 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.